Event description:
It was reported that the device was used during a vats lobectomy. The surgeon reported that everything was fine when firing on the pulmonary vein and during the firing, the cartridge fell out of jaws. Unk where the cartridge fell out. The staple line was partially fired, the vein side was fine, on the lung side there was bleeding. The clips were used on the lung side to stop the bleeding. There was no adverse consequence to the pt and the case was completed.

Manufacturer narrative:
Date sent: 04/13/2009. Info anticipated, but unavailable at this time.